Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. Date of postoperative screw breakage and non-union development is unknown. This report is for five (5) unknown cortex screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Surgery for an amputation of the left leg below the knee was performed on (B)(6) 2018. Devices were still attached to the amputated portion of the leg when the leg was sent to pathology for testing. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revised surgery for an amputation of the left leg below the knee on (B)(6) 2018. This surgery was due to a non-union of the leg that developed subsequent to an initial surgery for a left-leg fracture on a previous unknown date. The devices involved were a distal tibia plate-left, an unknown cannulated tibial nail, and 5 unknown cortex screws. 4 of the cortex screws were broken in the shaft of the plate, and 1 unknown cortex screw was broken in the fibula. All 5 cortex screws were broken in half. All 7 of these devices were still attached to the amputated portion of the leg when the leg was sent to pathology for testing. Only the 5 cortex screws were damaged. There was no malfunction reported to either the distal tibia plate or the cannulated tibial nail. It is expected that none of the devices will be returned to synthes. The surgery was considered successful with no surgical delay. The patient remained in stable condition. Concomitant devices reported: distal tibia plate-left (part # cd241.003, lot # unknown, quantity 1), cannulated tibial nail (part # unknown, lot # unknown, quantity 1). This report is for five (5) unknown cortex screws. This is report 1 of 1 for complaint (B)(4).